Event description:
The hospital reported that during the saphenous vein harvesting procedure, two scissors on the harvesting cannula did not open. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.